Manufacturer narrative:
Follow-up #1 date of submission 08/25/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evidence of moisture contamination was visible behind the display screen. The battery compartment was found to be cracked and a crack was found in the lower right hand corner of the display. The pump failed a leak test due to the battery compartment and casing cracks. The pump powered on to a blank display and evidence of moisture contamination was found throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that moisture damage was noted behind the display screen lens. The reporter indicated that there was no noted physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.